Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Housing and front cover were cracked during the visual inspection. The functional test was done according to qcp 026. The reported issue was not duplicated. The root cause is unknown. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The housing and the front cover was replaced. The electrical safety and functional test passed after the replacement.

Event description:
It was reported that the device present a faulty water level alarm, it turns on, even if the device is filled to the correct levels. There was no patient involvement and there was no harm/adverse event reported.